Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 54-year-old male was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, there was a large right atrium (ra) clot (thrombus) visualized in the pericardium obstructing preload. Patient continued to show improvement and the impella was explanted.